Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 46mm diameter abdominal aortic aneurysm. It was reported that when the patient returned for follow up treatment, a type ia and type ii endoleak were suspected. Angiogram performed on a later date identified a type ia endoleak but no enlargement of the aneurysm diameter was noted. It is reported that intervention was performed to implant an additional cuff (non-medtronic) and to perform ballooning. It was reported that the endoleak was resolved following the intervention. As per the physician, the cause of the event was anatomy related due to vessel tortuosity. No additional clinical sequelae were reported, and the patient is fine.